Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the reload was being applied to the antrum during a laparoscopic sleeve gastrectomy, the surgeon went to fire the reload but they could not fire it after pressing the safety button. The reload was removed and another reload was used with no issues. There was no patient injury.